Manufacturer narrative:
Clinical review: while a temporal relationship between pd therapy via the liberty select cycler/liberty cycler set exists; there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Based on the available information the source of the patient¿s peritonitis cannot be determined. Peritonitis is a well-documented complication known to occur in pd therapy. Should additional information become available this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported had to cancel treatment to go to the hospital. Upon follow up, the pdrn stated the patient was not hospitalized, however the patient was diagnosed with peritonitis (signs and symptoms were cloudy effluent) and abdominal pain. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were showed no growth. The patient was prescribed and treated with an course of gentamicin. The patient recovered and continues pd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.